Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced skin irritation and rash at sensor adhesion patch site. Patient reported itching, bleeding, and scarring possibly caused by an allergic reaction to the adhesive material. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.